Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 42 indicating a motor current sense failure and persisted after multiple restarts, cgm data were unavailable on the ilet, the user was instructed to power off the device, continue glucose monitoring with the dexcom app, and contact their healthcare provider due to lack of backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to further characterize the device problem, and the specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.